Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. The rep reported that it was difficult to charge, further stating that the patient's ins was in the left abdomen, and it might be deep. It was reported that the hcp could not interrogate with the clinician programmer and patient had a great difficulty recharging. The rep stated they did not know how deep the implant was or pocket status. It was recommended for rep to meet with patient to assess further. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.